Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a patient with no symptoms of covid-19. This test was being performed for travel screening. Three samples were collected from the patient on (B)(6) 2021. Sample 1 was tested four times using xpert xpress sars-cov-2/flu/rsv; the first and second tests of sample 1 produced a result of flu a negative, flu b negative, rsv negative, sars-cov-2 positive whereas the third and fourth tests of the sample 1 produced a result of flu a negative, flu b negative, rsv negative, sars-cov-2 negative. Sample 2 was tested three times using xpert xpress sars-cov-2/flu/rsv; the first and third tests of the sample 2 produced a result of flu a negative, flu b negative, rsv negative, sars-cov-2 negative whereas the second test of the sample 2 produced a result of flu a negative, flu b negative, rsv negative, sars-cov-2 positive. Sample 3 was tested two times using xpert xpress sars-cov-2/flu/rsv; both tests of the sample 3 produced a result of flu a negative, flu b negative, rsv negative, sars-cov-2 negative. On (B)(6) 2021, sample 3 was also tested using ID now and binax producing sars-cov-2 negative. Sars-cov-2 negative result were reported to the md. There was no deterioration of health or change to patient treatment due to this discrepancy. Review of data provided by the customer showed positive sars-cov-2 results with a late CT but no evidence of product malfunction.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a patient with no symptoms of covid-19. This test was being performed for travel screening. Three samples were collected from the patient and tested multiple times on (B)(6) 2021. Sample 1 was tested four times using xpert xpress sars-cov-2/flu/rsv; the first and second tests of sample 1 produced a result of flu a negative, flu b negative, rsv negative, sars-cov-2 positive whereas the third and fourth tests of the sample 1 produced a result of flu a negative, flu b negative, rsv negative, sars-cov-2 negative. Sample 2 was tested three times using xpert xpress sars-cov-2/flu/rsv; the first and third tests of the sample 2 produced a result of flu a negative, flu b negative, rsv negative, sars-cov-2 negative whereas the second test of the sample 2 produced a result of flu a negative, flu b negative, rsv negative, sars-cov-2 positive. Sample 3 was tested two times using xpert xpress sars-cov-2/flu/rsv; both tests of the sample 3 produced a result of flu a negative, flu b negative, rsv negative, sars-cov-2 negative. On (B)(6) 2021, sample 3 was also tested using ID now and binax producing sars-cov-2 negative. Sars-cov-2 negative result were reported to the md. Cepheid's patient safety board reviewed the case and the data provided by the customer. It was noted that the testing was performed for screening purposes on patient without suspicion of covid-19 and is outside the intended use. Review of the positive xpress sars-cov-2/flu/rsv result shows detection of sars-cov-2 at a later cycle threshold value (mid-30s to 40), consistent with target concentration near lod. This likely represents a true positive for xpress sars-cov-2/flu/rsv. Epf and amplification appears normal. Spc epf and amplification appears normal with no evidence of product malfunction. There was no deterioration of health or change to patient treatment due to this discrepancy. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU, positive results are indicative of the presence of sars-cov-2 virus; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.